Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 5.3 mmol/l. The customer reported cracked case from battery compartment and down the side. The customer stated that they are holding the pump together with tape. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked keypad at select button, keypad overlay texture damage, missing serial number label, broken battery tube threads,broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.